Manufacturer narrative:
The initial and repeat results from the complained samples were each obtained from separate samples collected at different times. The customer provided additional data for samples that were affected on (B)(6) 2015. Results from seven additional samples tested for ion selective electrode sodium, glucose, "p-alat", and hdl were questioned. There were no erroneous results reported outside of the laboratory for these seven samples. None of the additional 7 patients were adversely affected.

Manufacturer narrative:
The customer has not reported any additional issues since replacement of the degasser.

Event description:
The customer reported that they received questionable results for two patient samples tested for triglycerides, hdl-cholesterol plus (hdl), and ldl-cholesterol plus (ldl). Of the three tests, the two samples had erroneous results for triglycerides and ldl. It was not clear if the initial and repeat results were obtained from the same sample. A clarification has been requested. The erroneous results were reported outside of the laboratory. New samples were ordered to be collected from the patients based on the erroneous results. The first sample, from a male born in 1949, initially resulted as 2.92 mmol/l for triglycerides and 10.1 mmol/l for ldl. The sample was repeated on (B)(6) 2015, resulting as 2.09 mmol/l for triglycerides and 2.2 mmol/l for ldl. The second sample, from a (B)(6) year old male born in 1945, initially resulted as 6.7 mmol/l for ldl. The sample was repeated on (B)(6) 2015, resulting as 3.5 mmol/l for ldl. The patients were not adversely affected. The triglycerides and ldl reagent lot numbers and expiration dates were asked for, but not provided. The field service representative determined that the degasser was faulty. He changed the degasser unit.

Manufacturer narrative:
This event occurred in (B)(6).